Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25265. It was reported that the patient presented in clinic for follow up. Inductive telemetry was not able to be performed on the pacemaker. Noise oversensing was noted on the atrial lead. On (B)(6) 2021, the pacemaker was explanted and replaced and the atrial lead was capped and replaced. The patient condition was stable.